Event description:
Per the clinic, the patient experienced middle ear infection and cholesteatoma. Subsequently, the electrode array was exposed, visible through the tympanic membranic perforations (specific date not reported). The device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.